Event description:
The customer reported that the system was having poor image quality in subtracted cine runs. The contrast level of the injected contrast is too low and not visible enough. The system was also having intermittent motion errors. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the debug monitor was reporting uncommanded rotational motion that gave way to an error reporting a short in the rotational pot circuit. He replaced rotation pot and recalibration motion. He verified motion in all axes with no errors. The system is operational at this time.